Manufacturer narrative:
Block h6: imdrf code e0712 captures the reportable event of cough. Imdrf code e2306 captures the reportable event of anorexia. Imdrf code e0506 captures the reportable event of hemorrhage. Imdrf code e1009 captures the reportable event of dysphagia. Imdrf code e233001 captures the reportable event of chest pain. Imdrf code e1001 captures the reportable event of abdominal distention. Imdrf code e1621 captures the reportable event of weakness. Imdrf code f2202 captures the reportable event of endoscopic procedure. Block b3: date of event: date of the literature first publication. Investigation results summary: the speedband superview super 7 devices were not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the devices; however, response was not received. A review was not completed of the device history records (DHR) for the device. The DHR review cannot be performed as no batch number was reported and a ship history cannot be performed since the upn was not reported. A risk review was completed and confirmed that the event of anorexia, dysphagia, chest pain, cough, hemorrhage, abdominal distention and weakness were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported event of endoscopic procedure is an adverse event related to the procedure as it occurred during the procedure. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation in a literature review article entitled, endoscopic variceal ligation versus propranolol for the primary prevention of oesophageal variceal bleeding in patients with hepatocellular carcinoma: an open-label, two-centre, randomised controlled trial, that a speedband superview 7 were used during band ligation procedures on unknown dates. No allegation against the speedband superview 7 device occurred however the adverse events of anorexia dysphagia, chest pain, hemorrhage, abdominal distention, cough and weakness occurred during the trial. Procedure detail information is currently unknown. Good faith effort attempts have been made to try and retrieve additional details regarding the reported event, but further information has been unable to be obtained to date. No additional patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code e0712 captures the reportable event of cough imdrf code e2306 captures the reportable event of anorexia imdrf code e0506 captures the reportable event of hemorrhage imdrf code e1009 captures the reportable event of dysphagia imdrf code e233001 captures the reportable event of chest pain imdrf code e1001 captures the reportable event of abdominal distention imdrf code e1621 captures the reportable event of weakness imdrf code f2202 captures the reportable event of endoscopic procedure block b3: date of event: date of the literature first publication.

Event description:
It was reported to boston scientific corporation in a literature review article entitled, endoscopic variceal ligation versus propranolol for the primary prevention of oesophageal variceal bleeding in patients with hepatocellular carcinoma: an open-label, two-centre, randomised controlled trial, that a speedband superview 7 were used during band ligation procedures on unknown dates. No allegation against the speedband superview 7 device occurred however the adverse events of anorexia, dysphagia, chest pain, hemorrhage, abdominal distention, cough and weakness occurred during the trial. Procedure detail information is currently unknown. Good faith effort attempts have been made to try and retrieve additional details regarding the reported event, but further information has been unable to be obtained to date. No additional patient complications were reported as a result of the event.